Manufacturer narrative:
Concomitant medical products: 5034 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, intermittent far field r-wave (ffrw) oversensing and atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.